Event description:
The customer reported that the insulin pump has physical damage. The battery cap is not coming out of the insulin pump and there are cracks. The customer attempted to use a quarter to open battery cap, but they were unsuccessful. The blood glucose reading was 10.3 mmol/l. The blood glucose reading was 10.3 mmol/l. The insulin pump will be returned.

Manufacturer narrative:
The unit was received with cracked reservoir tube lip, case at display window corner, battery tube threads, end cap, and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.